Manufacturer narrative:
(B)(4). Additional information was reported to update and clarify the previously reported doses, frequencies, and durations for antibiotic therapy. On the same day as the onset of peritonitis, the patient received tobramycin (75 mg, one dose, route not reported) and keflin (one gram, one dose, route not reported. Four hours after the initial doses, the patient was treated with tobramycin (15 mg, every four hours for five doses, route not reported) and keflin (500 mg, every four hours for five doses, route not reported). The next day, tobramycin and keflin were discontinued. Beginning two days after onset, the patient was treated with intraperitoneal vancomycin (two grams, every five days) and intraperitoneal amikacin (250 mg, one dose). These antibiotics remained in the patient¿s peritoneum for approximately ten hours. Beginning the next day, the patient¿s treatment with amikacin was changed to intraperitoneal amikacin (50 mg, every four hours for twelve days). At the time of this report, vancomycin and amikacin therapy was complete. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that one day after onset, the patient began treatment with keflin (1 g stat, route not reported) and tobramicina (75 mg stat, route not reported) for the peritonitis. The following day, antibiotic treatment with keflin and tobramicina was discontinued and the patient began treatment with vancomycin intravenously (2 g every 5 days for 15 days) and amikacin (500 mg daily for 10 days, route not reported) for the peritonitis. Thirteen days after onset, the patient was discharged from the hospital and reported to have recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. At the time of this report, the patient is recovering from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.